Manufacturer narrative:
The advia centaur cp reagent readypack could not be returned for evaluation. A siemens customer service engineer (cse) found no instrument malfunction. A well-mixed tniu ready pack of the same lot performed acceptably for qc and patient samples. While exact root cause of the discrepant results cannot be determined, we cannot rule out aggregated/unmixed pack as the source of the issue. To ensure optimum assay performance on the advia centaur, advia centaur xp, and advia centaur cp systems, it is critical that reagents are handled correctly during shipment and storage, and that operators mix the reagents correctly before use. Siemens healthcare diagnostics has provided customer bulletin, 078d1063-01 rev. A, 2011-09, reagent handling for advia centaur systems reagents, to emphasize the correct temperature and orientation conditions for advia centaur systems reagents during shipment and storage. No conclusion can be drawn. The instruction for use (IFU) under the loading reagents section states the following" "note: mix all primary reagent packs by hand before loading them onto the system. Visually inspect the bottom of the reagent pack to ensure that all particles are dispersed and resuspended. For detailed information about preparing the reagents for use, see the system operator's guide." The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi. A positive troponin result is not always indicative of mi. The instrument is performing within specification. No further investigation is required.

Event description:
A falsely elevated advia centaur cp result was observed by the customer, and considered discordant when compared to lower repeat troponin results. The customer had performed instrument daily maintenance, ran troponin quality control (qc) and level 1 was out of range. The qc level 1 was repeated with a new bottle of qc material and the result was out of range by a -1.5 standard deviation (sd). The customer accepted the qc result, tested the patient's sample, and the elevated troponin result was reported. Within the next hour, the customer reviewed the system event log, observed errors and checked the reagent readypack test volume. There were 15 troponin test remaining, and on visual inspection noticed precipitate on the sides of the reagent readypack. A new troponin reagent readypack that was well-mixed was installed, qc performed with new material, and the qc results were within acceptable ranges. The patient sample was repeated, and the troponin result was lower. The patient sample was repeated on an alternate troponin test method and the result was lower. The customer reported a result correction to the physician. The patient was redrawn two hours later, and the advia centaur cp result was lower. There was no report of adverse health consequences due to the discordant advia centaur xp troponin ultra result. The initial decision to transfer the patient to another hospital was cancelled.